Event description:
It was reported that the cassette supply line was loose when connected with the supply bag. The event occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.